Manufacturer narrative:
Sections with additional information as of 03-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. School nurse is calling on behalf of the customer, and also telephone contact was made with customer's mother. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result is in the 300's mg/dl (exact number not provided by mother). The customer feels well and did not report any symptoms. Nurse stated that on (B)(6) 2020 the customer had obtained hi twice using the meter, and due to the results, nurse had contacted the student's doctor. The doctor advised the nurse to administer insulin to the customer. On day of call ((B)(6) 2020), nurse stated the customer had obtained e-5 error code multiple times using the meter. Nurse had contacted customer's doctor again, and doctor had advised to administer insulin. Nurse had given customer 2 units of insulin and two hours later customer's blood glucose test result was 385 mg/dl. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the school. The test strip lot manufacturer¿s expiration date is 02/28/2021 and nurse did not know the exact open vial date but had stated it was less than four months ago. The meter memory was reviewed for previous test result history (time not set): result 1: 385 mg/dl date: (B)(6) 2020 time: 12:08pm fasting - 2 hours after taking insulin. Result 2: 202 mg/dl date: (B)(6) 2020 time: 12:17pm not sure if fasting or non fasting. Result 3: hi date: (B)(6) 2020 time: 09:49pm not sure if fasting or non fasting. Result 4: 242 mg/dl date: (B)(6) 2020 time: 12:00pm not sure if fasting or non fasting. Result 5: 472 mg/dl date: (B)(6) 2020 time: 09:49pm not sure if fasting or non fasting.